Event description:
A customer reported a high blood glucose level, though the exact value was not provided, only indicated as "high." The customer chose not to undergo any troubleshooting for their issue therefore no additional information was obtained.